Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/18/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation.  Bd received one unit and three photos. During the visual/microscopic examination it was observed that black specks were embedded within the needle cover, confirming the reported defect. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup and mitigate the occurrence of this defect; however, one lot can sometimes take up to ten days to produce and buildup can occur. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that iag bc pro global yel 24ga x .75in had foreign matter. The following information was provided by the initial reporter: this is a report about a black foreign matter in a package. According to the customer's report, a black fm was found in a package (near the center of the safety barrel) before unpacking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global yel 24ga x .75in had foreign matter. The following information was provided by the initial reporter: this is a report about a black foreign matter in a package. According to the customer's report, a black fm was found in a package (near the center of the safety barrel) before unpacking.